Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional lot number: medical device lot #: 6064607, medical device expiration date: 3/31/2017, device manufacture date: 3/4/2016. Samples were received. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Conclusion ¿ based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had low draw. No injury or medical intervention reported.

Event description:
It was reported that bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes had low draw. No injury or medical intervention reported.

Manufacturer narrative:
The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.